Event description:
It was reported that 5 bd vacutainer® lh 34 i.u. Plus blood collection tubes was missing additive. The following information was provided by the initial reporter: "no li_hep in the tubes so blood clots. In some tubes before blood collection there is no li hep and no vacuum. In some of tubes from the same lot there is a vacuum but there is no li hep; some tubes are ok."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for no additive and no vacuum with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were tested for heparin content and were all within specification limits. The retention samples were further tested for draw volume and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint cannot be confirmed for no additive or no vacuum based on the testing completed. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® lh 34 i.u. Plus blood collection tubes was missing additive. The following information was provided by the initial reporter: "no li_hep in the tubes so blood clots. In some tubes before blood collection there is no li hep and no vacuum. In some of tubes from the same lot there is a vacuum but there is no li hep; some tubes are ok."